Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and was found unresponsive. The patient was taken to the hospital. The manufacturer is currently investigating the alleged event and will file a follow up report when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a patient who became disconnected from a ventilator and was found unresponsive. The manufacturer received information indicating the event occurred on (B)(6) 2015 with a call placed to 911 at 07:41:01 est. Ems personnel arrived at the scene at 07:49:46 est and departed at 08:03:45 est. This has been confirmed through 911 records. The device's event log was downloaded and reviewed by the manufacturer. On the day of the event, (B)(6) 2015, the ventilator began alarming almost continuously (25 high inspiratory pressure alarms logged) for high peak inspiratory pressure from 06:02:50 est to 06:31:39 est. None of these alarms were acknowledged or manually reset/silenced. A low minute ventilation alarm began sounding at 07:00:58 est on (B)(6) 2015, followed by a patient disconnect alarm at 07:01:02 est. These alarms continued to sound for approximately 34 minutes at which time it appears the patient was reconnected to the ventilator. At 07:52:44 est ac power was removed from the ventilator and the device was powered off at 08:16:44 est. The device was not powered on again until 10:06:26 est on (B)(6) 2015. The manufacturer concludes the ventilator operated and alarmed appropriately to alert the caregiver(s) of an event(s). The device is not available for further evaluation at this time.